Event description:
The surgeon performed a revision on the patient who had early osteolysis in the hip treated with total hip arthroplasty with ultima bearing. At the time of the revision surgery. The extensive synovial hypertrophy as well as the focal osteolysis were detected in the hip, but no gross evidence of metallosis was found in the perioprosthetic tissue.

Manufacturer narrative:
The submitted product was inspected and no excessive polyethylene wear was identified. Review of the device history records did not reveal any anomalies. A search of the complaints database found no other complaints of this nature. As no excessive wear was identified during testing, the complaint shall be closed with an unjustified conclusion. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investivation closed.